Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and found to deliver within intended range. The event history log was reviewed and revealed no abnormalities that could cause or contribute to the reported problem. No alarms occurred during reported event. No apparent errors in programming. Reported infusion rates and timestamps align with reporting. Confirmed user programmed an infusion of insulin and at 08:52 user increased rate from 11 ml/hr to 13 ml/hr, at 09:46 user increased rate to 15 ml/hr and at 10:57 user increased rate to 18 ml/hr but then stopped the pump. At 11:11, the user programmed a new infusion and accepted an order of insulin at 11:13 at a rate of 3 ml/hr and vtbi of 85 ml and started the pump. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during insulin therapy. A patient was started on an overnight insulin infusion for hyperglycaemia ¿up to 366¿. Reportedly, glucose stopped increasing and started to drop after appropriate up-titration by nursing. However, next day, the patient¿s blood glucose was noted to be increasing, therefore the insulin had to be increased up to 15 units/hour. It was verified that the line was running correctly and not infiltrating via ultrasound. Additionally, ¿no notable change in tube feed regimen, d5w administration, and no glucocorticoid therapy¿. The insulin bag was then changed and started at 3 units/hour and adjusted to 5 units/hr which decreased the patient's blood glucose to 269mg/dl in 4 hours. No additional information is available.